Event description:
It was reported that the device displayed '???' When the percentage pacing was viewed. The patient is known to be undergoing radiation therapy, and it was suspected that this had caused the invalid data. A soft reset was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.